Manufacturer narrative:
Affected item was not returned for evaluation. The review of the DHR revealed no deficiency. The devices were documented as faultless prior to distribution. Thus, we excluded deviations in material and manufacturing. A physical examination could not be carried out as the devices were not available (still implanted). Thus, a reasonable examination and investigation was not possible. In the case presented it was alleged that the patient suffered from increased varus of left ankle implant. A documented office visit on (B)(6) 2015 stated functional difficulties: permanent sensory impaired / pain with ambulation, some instability - but office visit not related to ankle arthroplasty. It was further reported: device intact / meniscal bearing surface changed position / subsidence 3, 4 mm / varus ankle) position asymmetric poly wear at medial. Tibia and talar component appear well fixed / no radiolucency noticed. The risk analysis had considered potential subsidence resp. Wear of mobile bearing. The estimated sbi severity of s3 was not exceeded (implants still implanted without intervention; sbi occurrence rate was exceeded but is already covered by (B)(4). Referring to above information it could not be excluded that varus position had its origin in subsidence caused by worn poly. The given situation was assessed by hcp as currently s2 which may change to s3 in case of revision surgery. With respect to diagnosed subsidence and worn poly, these events had already been clinically assessed by a hcp ¿ subsidence (B)(4). The events were considered in the former sbi risk analyses and in the future risk assessment of the stryker remediation. The possibility of component subsidence respt. Damage of mobile bearing is listed in the IFU as adverse effects. Implant subsidence is furthermore nominated in the scientific literature. ¿component subsidence may result from poor bone quality, osteolysis-related bone loss, or poor component positioning. Early subsidence of a millimetre or less may represent settling of the components into a stable position and does not portend failure of the implants. (2) (B)(4) study of 15 rheumatoid patients had shown that ¿tibial components tend to subside into dorflexion, valgus, and proximally by less than a millimetre during the first 3 months, and stabilze by 6 months¿.since most designs do not allow axial impaction of the component, this settling may represent the implant finding a stable position as weight-bearing is allowed. Patients with severe osteoporosis or avascular necrosis may not have strong enough bone to support the placement of a total ankle replacement.¿ (2) ¿a number of factors affect risk of subsidence. Initial implant positioning may contribute to subsidence. Subsidence tends to occur in the anterior distal tibia, dorsiflexing the tibial component, or in the anterior talus or posterior talus. Anterior translation of the talar component or excessive dorsiflexion of the tibial component should be avoided to prevent overloading the bone in these at risk areas.¿ (2) however, damaged sliding core has also been subject to clinical reviews ¿ e.g. Implant failure (breakage, wear) ((B)(4)) ¿breakages or significant wear of the metallic components are rare events. Mostly, the mobile baring made from uhmwpe is at risk for wear and breakage, in particular when it is eccentrically loaded (¿edge loading¿) (4). Regarding the outstanding products and medical data it could not be determined if the patient conditions were adequate for the used implant respectively if potential adverse effects may have contributed to the subsidence of the talar component. As no x-ray documentation and as no operation reports were available, a medical review was not possible. It could not be determined whether if the implant had been placed according to the anatomical requirements. It could furthermore not be determined whether the components had been implanted in the correct positions. In this case the event was documented after an implantation period of roughly 12 years without observations in previous follow-up visits. It was suggested that the required conditions for use may had changed in the last 10 years. Nevertheless based on the above information and referring to that no deviation was found in the manufacturing documents the event was not suggested being device related. The file will be closed formally. In case relevant information resp. The part(s) become available we reserve the right to update the investigation and to change the root cause.

Event description:
Increased varus of left ankle implant (star).

Manufacturer narrative:
Device remains implanted. Additional information was requested and if received will be provided on a supplemental report. (B)(4). Device remains implanted.

Event description:
Increased varus of left ankle implant (star).